Manufacturer narrative:
Conclusion: procedural films were received for review. The imaging provided confirmed there was significant tortuosity present. The imaging confirmed that numerous attempts taken to deploy the first valve system. The imaging provided could not confirm the reported capsule break. The reported event indicated that there was difficulty inserting the delivery catheter system (dcs) into the access vessel. Difficulties inserting the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the angle of insertion was higher than normal and the cines obtained for review confirm there was significant tortuosity present. These factors may have caused or contributed to the insertion difficulties. There was no indication that a device malfunction or a failure to meet manufacturing specifications was related to this insertion difficulty. It was reported that there was difficulty positioning the valve and the event description indicated that three deployment attempts were made. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After the third attempt, it was noted that the capsule had broken at the top and separated from the dcs. It was reported that the dcs was torqued to its maximum. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A buckle and a small hole in the polymer was observed at the proximal end of the capsule frame. During attempted retraction of the capsule, the capsule frame was observed to separate, confirming the reported event. Based on the investigation completed, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle and separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case it was reported that the dcs was torqued to its maximum, the angle of insertion was hig her than normal, and the anatomy was significantly tortuous, which are factors that may have caused the capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned, and the investigation is in progress. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve load was confirmed to be good by fluoro check. The dcs was inserted using the 16 fr inline sheath. The femoral access was difficult due it being ¿strong kinky¿. There was difficulty noted during insertion and the angle of insertion was higher than normal. The delivery catheter system (dcs) was advanced to the aortic valve. It was difficult to position the dcs correctly. It was recommended to correct the rotation of the c-arm according to the marker of the dcs but it was not corrected resulting in three unsuccessful attempts to implant the valve. After the third attempt, it was noted that the capsule had broke at the top and separated from the dcs. It was reported that the dcs was torqued to its maximum. The system was withdrawn and the valve and dcs were replaced. An external sheath was used during the implant of the second valve. It was easier to advance the replacement dcs and the valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle was intact. The device was received with the capsule fully closed. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at both the distal end of the capsule, and the proximal end of the capsule. A ¿buckle¿ was observed at the proximal end of the capsule. A small hole was observed in the polymer material at the buckle site. During the attempted retraction of the capsule, the capsule reinforcement frame separated but was held together by the polymer at the proximal end of the capsule. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.